Manufacturer narrative:
Concomitant medical products: prowler select plus microcatheter, road master 7french guiding catheter, sl10 microcatheter, traxcess 14, cashmere coils (qty 4 ), ed coils(qty 1 ), and delta plush coils (qty 6 ). Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 01422405. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The clinical study form (B)(4) pms enterprise indicated that patient with ID (B)(4) had a stroke (infarction) after the procedure with motor aphasia and muscle weakness (right limb). Spotty infarct was found seen by MRI in left frontal lobe - white matter of parietal lobe. Drug therapy (radicut 60mg/day x 9days, novastan 20mg/day x 4 days) was done. The patient's recovery was confirmed on (B)(6) 2011. The procedure was coil embolization utilized the vrd (enc453712). The modified rankin scale pre and post procedure was 0. The act pre-procedure was 193 seconds, and post-procedure was 264 seconds. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. There were no indications of any conditions causing hypercoagulable state. Medications consisted of bayaspirin 100mg/day ((B)(6) 2010) and plavix 75mg/day ((B)(6) 2011). The target lesion was the left internal carotid artery with an unruptured saccular aneurysm that measured 6.79mm at the neck and neck to sac ratio 6.79mm/11.1mm. The parent vessel proximal diameter was 3.54mm and distally was 2.56mm. A cd copy of the procedure is not available. No further information was available.